Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and toxic cobalt chromium metal ions and particles that have been released into the patients blood, tissue, and bone surrounding the implant. Doi: unknown - dor: unknown (unknown side). (B)(6). **update** (B)(4) 2012 - medical records were received from legal and are available on an external hard drive. Part/lot information was identified. Additionally, it was discovered the patient was bilateral.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update: (B)(4) 2012 - medical records were received from legal and are available on an external hard drive. Part/lot information was identified. Additionally, it was discovered the patient was bilateral. Doi: (B)(6) 2006 (left hip). Doi: (B)(6) 2008 (right hip). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.